Manufacturer narrative:
Sjm has limited information related to the patient's medical history an is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 3: reference MFR report: 1627487-2014-26538 and 26547. It was reported the patient stated she experienced pocket heating at the ipg site while recharging. A replacement charging system was sent to the patient. The patient also stated the stimulation is not as effective as she would like. The patient indicated she is to consult with her physician regarding undergoing surgical intervention at a later date. On 08/01/2012 st jude medical neuromodulation division, sent field action letters to patients related to heating while charging and raised awareness of this issue to patients. An increase in prior non-reported heating while charging events and other non-reported events was expected.